Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 4 patient samples on an advia 1800 instrument. The customer indicated that quality controls were within acceptable ranges on the day of the event. There were no system errors and the other assays performed acceptably. Siemens dispatched a siemens customer service engineer (cse). However, the customer resolved the issue by performing maintenance before the cse's visit. The customer changed the reaction tray (rrv) cuvettes and performed other troubleshooting activities. Then, the customer executed a cell blank, a lamp energy test, and a precision test. The customer considered the precision results acceptable. Siemens called the customer and confirmed that the customer's troubleshooting corrected the issue. No further discordant co2_c results were observed after the maintenance was performed by the customer. The need for routine maintenance potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 4 patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on alternate advia 1800 instruments. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.